Event description:
It was reported by the product end user that the product "tip was rough like a razor cutting me when it went in". The end user denies noticing any physical defects with the catheter. The end user states he experienced "lots of pain" but no bleeding, he was not able to successfully catheterize himself with this attempt and had to use a different catheter. No photograph depicting the reported complaint issue were received. No medical interventions were necessary. No lot number provided from end user.